Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral aortic valve replacement procedure via right femoral access site, a distal tip tear was noted upon removal of the 16f esheath+ after valve deployment. According to the interventional cardiologist, difficulty was experienced while advancing the valve through the tip of the sheath. Despite this, the delivery system and valve exited the sheath as expected and were withdrawn through the sheath following deployment. There was no resistance during the sheath or delivery system insertion or removal, and the sheath was not observed to have been torqued during use. A 29mm s3ur valve was successfully implanted without vascular complications. The patient remained in stable condition following the intervention. The expansion tool (esheath+) was used, and the loader was fully inserted into the esheath housing. Pre-dilation of the vessel was not performed. The transcatheter heart valve was crimped and the delivery system prepared according to the IFU.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Provided imagery was reviewed, confirming the complaint events. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner is fully expanded as designed. Distal tip torn axially and radially hdpe stretching along axial and radial tears. All score lines were present. Soft tip damage. Scratches on distal shaft. Provided 3mensio imagery was reviewed, revealing the following: tortuosity and calcification were present in the patient right access vessel. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for sheath distal tip tear and resistance between system components leading to difficulty advancing through the sheath were confirmed per evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.